Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not connect to the patient. The reporter stated that "the tubing was primed but could not attach to the patient" (unspecified). This issue was identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.